Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported finding during the injection the needle clogs. Consumer does not prime the pen needle. Informed caller proper placement to pen to complete the flow check. Lot # unknown catalog# 320550 date of event unknown sample status discard.